Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with glucose values trending between approximately 400¿500 mg/dl over 24¿48 hours despite two infusion set supply changes using an inset infusion set and no visible set damage; the device reportedly issued prolonged high glucose alerts and the user requested additional training on insulin delivery. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or ketoacidosis, and no ketone testing was performed. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included review of user-reported history, device alerts, infusion set changes, and education needs. Investigation of this case revealed no confirmed device or component malfunction and an undetermined root cause for the hyperglycemia, with user technique and infusion site factors not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.